Event description:
While cauterizing the left lateral canthus a small flash was noted and was thought to be induced by intranasal oxygen. The flash singed the pt's lashes, but did not cause any skin or globe injury. It was immediately extinguished within a half second or less.